Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer experienced low glucose for several days. Troubleshooting was performed. It was stated that the last reading on the insulin pump is 46 mg/dl, and the customer was blacked out. The paramedics were called and she was taken to the hosp. The customer's recent glucose reading was 250 mg/dl. The customer was not aware if she primed with the infusion set in her body, but the carelink reports shows that she rewound the device three times. The programming, basal and bolus wizard rate were correct. Ran a self test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.